Event description:
It was reported that this inflatable penile prosthesis (ipp) does not inflate. A revision surgery has been requested; records indicate the device currently remains in service. No further information was provided and no patient complications were reported.